Event description:
A tandem mobi cartridge alarm was reported, but it did not adversely affect the customer's blood glucose levels. The caller had replaced the cartridge before contacting technical support, who confirmed the alarm and assisted in successfully loading a new cartridge. Meanwhile, an occlusion was reported with an infusion set that did not impact blood glucose levels beyond normal thresholds. The customer changed the set and was educated on proper usage, acknowledging the need to replace it more frequently. It was advised to proceed with a replacement as the issue persisted. The customer was informed that a new pump with updated software would be provided, and they were advised to reach out if the problem continued.